Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, shocktesting, ECG testing, and environmental chamber testing without duplicating the report. An internal inspection resulted in no findings. The customer declined repair of the device, therefore, the device was labeled "not for clinical use" and returned to the customer. No trend is associated with reports of this type